Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and the deflection did not worked. There was no patient consequence. The catheter was not able to deflect anymore. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of the product returned condition on january 13, 2015 since tip lumen has an inner component (metal) exposed about 8.5 mm from the transition area with the peek housing and have reassessed the event as reportable due to the potential risk for the patient. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked with reddish brown material inside the crack area. Also a piece of metal was exposed about 8.5 mm from the peek housing ¿ tip transition. An x ray of the catheter was taken and it was noticed that one of the t bars slid down crossing the catheter lumen and got exposed. An additional damage was observed on the tip section close to the peek housing but no exposed braid or detached sections were observed. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. An internal corrective action was created for the t bar issue as well as for the peek housing issue. Due to one of the t bars was out of place, deflection test failed, concluding that the t-bar is the root cause of the deflection issue reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. Internal corrective actions were opened as previously stated.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and the deflection did not worked. There was no patient consequence. The catheter was not able to deflect anymore. The procedure was completed successfully with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of the product returned condition on (B)(4) 2015 since tip lumen has an inner component (metal) exposed about 8.5 mm from the transition area with the peek housing and have reassessed the event as reportable due to the potential risk for the patient.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked. In addition, tip lumen had metal exposed about 8.5 mm from the transition area with the peek housing. Also, the tip lumen material was damaged measuring about 1.5 mm in length and about 6 mm from the transition area. For the first peek housing condition, the rupture section looked like an external force was applied while maneuvering the catheter. No detach sections were observed. Also, reddish brown material similar to human blood was observed. For the metal exposed, it is the t bar that slid down its place and cut the tip lumen. Refer to the analysis paragraph for further details. For the other tip lumen damage, it remains unknown the origin of it. Nonetheless, these conditions were not reported by the customer. Per the reported event, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been opened to address the t bar issue as well as for the st peek housing issue accordingly.